Manufacturer narrative:
The field service engineer (fse) evaluated the unit and could not duplicate the reported problem. The fse found the error codes logged in the diagnostic logs reported by customer . The fse replaced the data acquisition to motor controller cable to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator alarmed with da pcba adc failed vent inop occurrences. The customer reported that the unit was in use on patient, but there was no patient harm.